Manufacturer narrative:
Additional information was added to h4 and h6: h4: the device was manufactured from march 5, 2020 - march 9, 2020. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there are two (2) small volume folfusors balloons that burst during filling. There was no patient involvement. No additional information is available.